Event description:
The following was reported to hamilton medical ag: vent came into us because the screen would not light, the screen was very dark, but with a flash light I could just make out the technical faults, buttons on the front panel did not work, I could not download a technical state to usb, replacement of the control board resolved the issue, screen lights and the front panel buttons are now functional. Service software and function checks all pass. No patient involvement.

Manufacturer narrative:
The control board was replaced and the device functioned as intended. Hamilton medical ag case number is: (B)(4).